Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a versacross connect access solution and a watchman system were selected for use. Prior to the transseptal (tsp), the patient received 3000 units of heparin, thus transseptal puncture was performed with no issue noted (one radio frequency applied). An activated clotting time (act) was drawn showing 320 seconds, and the patient was given an additional 3000 units of heparin. The versacross rf wire was removed, and a non-boston scientific pigtail catheter was inserted into the left atrium appendage. An angiogram was performed through it, and a 20mm watchman closure device was flushed with heparinized saline on the back table. After removal of the pigtail catheter, the physician attempted a wet to wet connection, and a column of thrombus was then seen on the proximal end of the was and inside the was hemostatic valve, preventing the back flow of blood. Hence, the thrombus was aspirated from the was. Therefore, the versacross rf wire was reinserted into the was sheath to maintain left sided access to the heart, when a thrombus was then seen inside the sheath. The versacross rf wire and was were removed from the patient and a new was used. The procedure was completed with no further complications. A neurological examination was performed after the procedure and the patient had no further complications noted, and it is fully recovered and discharged in the same day. There was no continuous irrigation through the procedure. Everything was manually flushed. The patient was not on oac prior to the case. No other issue was noted. In the physician opinion, the versacross devices did not contribute to the complication. The device is not expected to be returned for analysis (dispose).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.